Manufacturer narrative:
Qn#(B)(4). Comprehensive verification testing could not be performed because no sample was returned for analysis. The customer provided a photograph of the damaged sheath. A review of manufacturing records did not yield any relevant findings. The probable cause could not be determined based upon the information and the photograph provided and without the physical sample. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during use in the patient, one of the white grip portions of the peel-away broke off. As a result, the sheath was retracted, then by hand the clinician split the peel-away to remove it safely from the patient. At the time of reporting, the PICC remained in situ. There was no reported delay, death, or complications to the patient as a result of this occurrence. The insertion site was the right upper arm/basilic vein.